Manufacturer narrative:
No product was returned for investigation. The cause of the clinical symptom was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp developed a fever and was unable to follow commands. The patient received a transplant and the pump was explanted successfully. The patient survived.